Manufacturer narrative:
Other, other text: this remediation MDR was generated under protocol b10010116, as a result of warning letter cms# 617147. No problem or issues were identified during the device history record review. A sample was returned for evaluation. The complainant returned unit was visually inspected under normal conditions of illumination according to the procedure. No obstructions nor other workmanship defects were detected in none of the joins of the products. During functional testing, the sample received was connected to prime using a pump and no discrepancies were detected. The samples was primed without difficultly, liquid flowed through all whole device without air in the line; thus the failure mode reported is not confirmed. Root cause could not be determined since the complaint was not confirmed. No corrective actions were taken., corrected data: d1 and d2.

Event description:
It was reported that cadd medication cassette reservoirs is displaying pump still alarmed "air bubble detected" during delivery. No patient injury reported.